Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber assembly and two insulators, replaced the high voltage tank performed a complete generator calibration on the system and performed a filament calibration with no errors, and regreased both ends of the high voltage cable. The system operates as intended.